Event description:
Report of explant of device system due to "wound dehiscence" rec'd per annual device tracking report. F/u with hcp revealed device explanted in 1999. Pt had a pocket revision in 2000 with dehiscence 31 days later. The signs and symptoms included drainage and incisional wound opening. The primary location of the infection was the device pocket. It is unknown if a culture was obtained. The pt was treated with oral antibiotics and total device system explant. The infection is resolved and pt is stable with oral medications and a reimplant is planned. The pt risk factors include diabetes, skin disease-scleroderma and obesity.